Event description:
I have been taking insulin for a couple of years...my dosage keeps increasing, and consequently, my number of sharps usage is also increasing. So I have become more concerned about disposal. I checked with the city health dept. (Just dispose of them). I checked with the state health dept. (Just local requirements). And I checked with FDA (just use local requirements). It seems to me that there are large health and safety issues with throwing away, needles and lances. I have purchased a sharps disposable device. Shouldn't this be disposed of just like doctors and hospitals do, rather than simply in the city dump? It seems that national and state governments should be more concerned...as well as local governments. Dates of use: 2008. Diagnosis or reason for use: hyperglycemic.